Manufacturer narrative:
Because the customer reported her issue through email, customer service requested via an email response that she call so that her issue could appropriately be addressed. Customer service did provide troubleshooting steps via email for the customer to follow. In follow up with a complaint handler, on (B)(6) 2018 the customer indicated that she developed mastitis on (B)(6) 2018 and was prescribed an antibiotic. She indicated that she was working with her physician and keeping the mastitis "at bay" and that she had not been able to call into customer service to get additional help as of the date of this report. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as (B)(4). In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018, the customer alleged to medela llc via email that she received a brand new pump in style breast pump before having her baby on (B)(6) 2017 and it doesn¿t seem to be "drawing much." She indicated that she has tried another person¿s pump (also a pump in style) and with it, she alleged that she "gets way more of a draw." She further alleged that she has had mastitis twice as a result of not being able to clear out her ducts completely.